Manufacturer narrative:
Review of the instrument run data did not find any issues with the instrument. Investigation of the reagent kit did not find any product issue. The most likely cause for the discrepant results between the liat assay and the neumodx assay is the differences in sensitivities between the assays. As per the products' respective method sheets, the cobas liat assay has a limit of detection (lod) of 12 copies/ml, and the neumodx lod is 150 copies/ml. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results generated for one patient sample using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system compared to retests. The sample generated a sars-cov-2 positive, influenza a positive and influenza b negative result in the initial test on the cobas liat system. Retest of the sample on a different platform (neumodx) showed a negative result. It is unknown if which result was reported to the patient and/or medical personnel treating the patient. No harm was alleged. Review of the instrument run data did not find any issues with the instrument. Investigation of the reagent kit did not find any product issue.